Manufacturer narrative:
No product returned for evaluation. Should new info become available, a supplemental report will be submitted.

Event description:
The customer had filled her pump with 200 units of insulin, but the gauge reads 60 units and does not decrease with insulin usage. There was no impact to the customer's blood glucose level.